Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: n/a - lens remains implanted. Section e1 - telephone: (B)(6) section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that a malfunction occurred with the injector (piston) while using two preloaded intraocular lens (iol) implants on the same patient. For the first implant (B)(6), the plunger passed over the implant inside the cartridge, resulting in damage to the implant and making it impossible to implant. The preparation procedure for the simplicity injector was followed as per instructions. When the backup implant (B)(6) was used, the same issue occurred. The implantation was completed after manipulation under a microscope to realign the plunger, but the implant was found to be damaged at the periphery of the optical area due to the piston¿s passage. The event caused a delay in the procedure, but no significant impact on the patient¿s daily activities was reported, and no additional medications, sutures, or vitrectomy were required. The damaged implants were not retained for return. The lens remains implanted. No further information provided. Note: this report is addressing serial number (B)(6) only; a separate report will submitted for the other serial number (B)(6).